Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to fluid loss. The patient received a massage and the next day, the pump was no longer working. An ultrasound noted fluid loss and upon removal a hole was seen at the base of the balloon. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected with no issues noted. The balloon passed the leakage testing and the functional testing. The pump was visually and microscopically inspected with no issues noted. The pump passed the leakage and functional testing.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to fluid loss. The patient received a massage and the next day, the pump was no longer working. An ultrasound noted fluid loss and upon removal a hole was seen at the base of the balloon. The device was removed and replaced. There were no patient complications.